Event description:
A customer reported to baxter (B)(4) of a transfer set in which the patient observed a leak of unknown medication from an unknown location of the set. The reported condition occurred before patient use, upon arrival of the set at patient's home. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).